Event description:
It is reported that a resolute integrity 4.00 x 22 mm rx drug eluting stent was implanted 3 days post its expiration date. There are no reported patient complications.

Manufacturer narrative:
Evaluation results: failure to follow instructions - (device was implanted past its expiry date). No results available since no evaluation performed - (device or procedural images were not returned for review). Evaluation conclusions: unable to confirm complaint - (device or procedural images were not returned for review). User error contributed to event - (device was implanted past its expiry date). (B)(4).